Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. B(2) was corrected to reflect 'other serious or important medical events". This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused cancer. The patient did receive medical intervention regarding diagnosis but no other information is known. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused cancer. The patient did receive medical intervention regarding diagnosis but no other information is known. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.